Event description:
It was reported that the pump needed repair, and that it had an, "out of calibration," issue. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the ac port was loose. Service history review identified the device has not been serviced in the last 12 months. Functional testing was performed and was unable to duplicate the reported issue. No problem was detected. Preventative maintenance was performed.